Event description:
The customer reported that the system displayed a precharge error then failed to boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced. The system was then found to be operating as intended.